Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. Quality further concluded that this pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Exemption #e2006011.

Event description:
According to the available information, aneurysm.